Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer administered boluses and manual injections. At the time of the report, the customer's bg was 457 mg/dl. The system check with tandem's technical support indicated that there was air in the patient line. The customer indicated that the cartridge and infusion set would be changed. It was reported that the customer was in a car accident and was not certain if the stress was a contributing factor to the elevated bg level. Reportedly, there was no physical damage to the pump.